Event description:
The manufacturer received information alleging lightheaded, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging lightheaded, particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jul 20, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, particles in the tubing/chamber of the device, and the power cord or supply is too hot to touch. Patient also complained of lightheadedness that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that the dust-like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the air inlet, the rear panel, the bottom enclosure, the blower box, the blower box cap seal, the blower motor, and the blower outlet seal. Unknown yellow residue on the air inlet and the bottom enclosure. Pink and black marks of unknown contamination, most likely from writing utensils, on the bottom enclosure. Black particles of unknown contamination, inconsistent with degraded sound abatement foam, on the blower box and the ui panel. White particles of unknown contamination on the blower box and the blower box cap. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and manufacturer was unable to address the patient's symptoms. Sections d9, g3, h2, h3, h6 has been updated in this report.